Event description:
The advocate stated the customer tested his blood glucose and received a reading of 71 mg/dl using his contour ts meter. He retested using his contour and received a reading of 141 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The advocate declined the offer to troubleshoot. No product will be returned.